Event description:
It was reported that pump displayed non-resettable malfunction message malf 24 with associated fault ID, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.